Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval. Additional info from voluntary report: port-a-cath gripper plus. Non-coring safety needle. Manufacturer, the reporter does want their identity disclosed to the MFR.

Event description:
Rn was deaccessing a port-a-cath gripper plus from a pt. She stated that she heard the safety "click" into place and was stuck in the palm of her hand when she was placing the device in the sharps container. Dates of use: 2009. Diagnosis or reason for use: venous access.